Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery provided noted the esheath liner fully delaminated at distal end. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath assembly and components, including the c-marker band and its application. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system, including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. In this case, the complaint was confirmed based on evaluation of the provided imagery. Investigation results suggest procedural factors (withdrawal difficulties, residual fluid in balloon,) may have contributed to the sheath liner delamination. However, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in spain, regarding a 29mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, the valve was successfully implanted without issues but the commander delivery system was retrieved not completely empty, therefore, the tip of the esheath was invaginated. As per photos provided, the esheath invagination refers to an esheath liner delamination. Patient anatomy was not complicated and did not contribute to the issue. Although resistance was felt removing the devices, the commander delivery system and esheath were withdrawn together as a unit. There was no impact in patient's health and the esheath was changed and another introducer was used. The c mark was present in the removed esheath and was not detached. Patient was stable post procedure.

Manufacturer narrative:
The investigation is ongoing.